Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was confirmed. Dso sensor will be replaced. Visual and functional testing was performed. The device passed all functional testing after repairs. Review of service history found no service within the last 12 months. No event history log provided. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional repair tasks.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette sensor is defective. There was no reported patient involvement.